Event description:
A malfunction was reported on a pump, with no notable events occurring before the malfunction. There was no adverse impact to the customer's blood glucose level. The malfunction code was resettable, and after resetting, the code did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction code appeared again.